Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv defibrillation impedance was steady at 45 ohms through (B)(6) 2014, rose out of range (greater than 120 ohms) starting (B)(6) 2014. Daily impedance varies between 18 and 180 ohms over the previous two weeks.

Event description:
It was reported that a lead integrity alert triggered due to the high defibrillation lead impedance of the rv coil and the svc coil. The right ventricular (rv) lead setting was adjusted and the lead remained in use under observation. It was reported that another lead integrity alert triggered due to high rv impedance. In addition it was reported that the rv coil impedance had been unstable since the previous check. The rv lead was planned for extraction at an unspecified time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d164awg ipg, implanted: (B)(6) 2008. (B)(4).